Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative regarding patient's implantable neurostimulator (ins). It was reported that patent is anesthesia (paresthesia) is not in the same areas it was before the vehicle accident and she is unable to increase intensity in any group. She¿s also having difficulty connecting to the ins with her external equipment.